Event description:
It was reported that: " the anesthetics team has observed issues with epidural kits. The needle bends easily, without exerting too much force. The customer stated there was no clinical consequence for any patient. No injury so no medical intervention was necessary. Patients are fine.".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no relevant findings. The customer did provide a photo that appears to show a bent epidural needle. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " the anesthetics team has observed issues with epidural kits. The needle bends easily, without exerting too much force. The customer stated there was no clinical consequence for any patient. No injury so no medical intervention was necessary. Patients are fine."